Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a below bifurcation, right common femoral artery was attempted using two proglide devices with a 6f sheath after a balloon angioplasty interventional procedure. Reportedly, the knot was noted to be on top after following the steps. A cuff miss occurred with the first proglide device. When the plunger was removed from the second proglide device, "the stitch did not come out and the sheath was stuck inside. The stitch was stuck when the sheath was attempted to be removed." There was difficulty removing the sheath and suture; however, after some twisting it was able to be removed. The lever was returned to the original position and the foot was closed prior to removal of the proglide device. No tissue damage was noted. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficulty removing the suture and difficulty removing the closure device could not be replicated in a testing environment as the suture was not returned for analysis. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, after following the steps, the suture of the first proglide device came out of the artery with the knot. When the plunger was being removed from the second proglide device, the suture was stuck. There was difficulty removing the suture and sheath from the patient anatomy; however, after some twisting they were able to be removed. The lever was returned to the original position and the foot was closed prior to removal of both of the proglide devices. No additional information was provided.